Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the system settings and alignments. The cse reviewed the reaction curves and concluded that there was either a drip from the reaction tray wash unit (wud) or there was a lamp failure. The cse performed the service on mixer 1, mixer 2, reagent probe 1 (rp1), and reagent probe 2 (rp2) . The cse rechecked the wud alignments and silicon tubing, replaced lamp, performed wash 2 and cell blank. The cse performed calibration and ran qc, all of the results were within range and there was no imprecise data points observed. The cse reviewed results on another method, which were lower than expected. The cse replaced mixer 1 and monitored the instrument, which passed. The cse revisited the customer site and reviewed reaction curves. The cse discovered that there was a probable overflow from the reaction tray (rrv) cuvette. The cse replaced red and yellow silicon tubing at wud, serviced reaction tray wash unit drain valve (cwev) and replaced tubing from the valve to manifold. The cse performed precision testing, which passed. The cse ran qc, which were within range. The cause of the discordant, falsely depressed cre2, ggt and upr2 results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed creatinine 2, concentrated (cre2), gamma glutamyl transferase (ggt), and urine total protein_2 (upr2) results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cre2, ggt and upr2 results.